Manufacturer narrative:
The biomedical engineer from the user facility completed an inspection and found no defects with the alleged product involved in the event. The customer did not want a stryker technician to inspect the alleged product involved and the product was put back into service.

Event description:
It was reported that a nurse received a back strain when the head end of the stretcher dropped suddenly. It was reported that the nurse was adjusting the head end of the stretcher for a patient that was in respiratory distress at the time of the event. No further information was provided on nurses injury. It was not reported that the patient was harmed or ir delay in treatment occurred during the event.

Event description:
It was reported that a nurse received a back strain when the head end of the stretcher dropped suddenly. It was reported that the nurse was adjusting the head end of the stretcher for a patient that was in respiratory distress at the time of the event. No further information was provided on nurses injury. It was not reported that the patient was harmed or if delay in treatment occurred during the event.